Event description:
The reported stated the surgeon implanted a cc4204bf collamer single piece lens in the patient's left eye (os) in 2008. At two months post-op, it was noted the patient had experienced a refractive surprise of +5. The lens remains implanted. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
(Refractive surprise) - eval: results: lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined.